Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was an issue with the air detector sensor. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the air detector sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an air in line alarm during testing. During physical inspection, it was found that there was an air in line detector issue. There was no patient involvement, no injury was reported.